Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy. A replacement kit was opened to complete the procedure. The hosp did not report any pt complications. The product was discarded.